Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the farawave pfa catheter was selected for use, the flushing connection was leaking. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.